Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that each reload was fully fired, and each anvil clamping mechanism was deformed. Functionally, each reload was loaded into a representative instrument for functional testing. The interlocks were overridden and each reload was cycled without hesitation or binding. Each reloads interlock was tested and was found to function properly. It was reported that the instrument was difficult to fire but completed the firing sequence. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Deformed anvil clamping mechanism may occur either by firing over tissue that is beyond the recommended thickness range, or by firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum resection, the device was able to fire but the handle made two cracked sounds during firing and the handle was very heavy to squeeze. It was also noted that the inside of the handle broke off. A new reload was used to resolve the issue. There was no patient injury. Medtronic¿s initial evaluation of the incident device found that each reload was fully fired. Each anvil clamping mechanism was deformed. Pli 30- medtronic's initial evaluation of the incident device found that the reload was partially fired to the 1cm cut line. The anvil clamping mechanism was deformed.